Event description:
The customer reported via social media that they had several no delivery alarms on their insulin pump. Customer also reported being hospitalized over the weekend due to diabetic ketoacidosis, possibly caused by an insulin pump malfunction. Customer's blood glucose was unknown at the time of the call. The customer stated they have troubleshooted for the insulin pump, but the no delivery alarms persisted. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.